Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the unit is not alarming on and off.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Four-way valve, stuck. Manifold, other/defective. Pilot valve not shifting; control panel damaged. Complaint of "not alarming on and off" was confirmed. The underlying cause is control panel damaged. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Four-way valve, stuck. Manifold, other/defective. Pilot valve not shifting; control panel damaged. Dealer states the unit is not alarming on and off.